Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2004, bilateral patient was implanted with a depuy pinnacle mom hip implant on his left side (right side entered in a separate complaint). Following the surgery, patient suffered from severe pain and discomfort, and mechanical loosening. There is no mention of revision surgery on the left side. Doi: (B)(6) 2004 - dor: unk (left side). Patient is a resident of (B)(6). Update - (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on disc if needed for further review.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 02/25/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported heterotopic ossification. There is no documentation of a revision or a revision surgical report at this time. There is no new additional information that would affect the existing investigation. The complaint was updated on: mar 9, 2016.

Manufacturer narrative:
Update 4/5/16 medical records received. There is no new additional information that would affect the existing MDR decision. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup and stem.